Event description:
Fifteen minutes after intubation and vent placed on pt, the patient began to de-saturate. Rn and respiratory began to use ambu bag and patient's sao2 returned to acceptable levels. Rt noticed that the vent was off.